Event description:
It was reported that this pacemaker exhibited noise on the right atrial (ra) channel. Ts reviewed the recorded atrial tachy response (atr) episode and indicated that the noise may have been due to electromagnetic interference (emi) during a procedure. It was noted that the device appeared to be sensing and capturing appropriately. Additionally, ts noted that there were concerning low p wave amplitudes and recommended that the patient follow-up in clinic with a local boston scientific representative. No adverse patient effects were reported. This ra lead remains in service.